Event description:
On (B)(6) 2012, product surveillance contacted the home patient (hp) regarding an unrelated alarm. During the conversation, the following information was reported. On an unknown date in (B)(6) 2012, the hp went to the hospital. The patient was admitted for peritonitis. On (B)(6) 2012, the patient was discharged from the hospital. At the time of this report, the patient was currently being treated with unspecified antibiotics. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis registered nurse regarding the peritonitis event. The following information was obtained. Approximately 1 to 2 years ago, the patient began automated peritoneal dialysis (apd) therapy. On an unknown date in (B)(6) 2012, while the transfer set was uncapped, the transfer set fell and touched the bed sheets causing a possible contamination. In (B)(6) 2012, the patient experienced a flu manifested by fever. On an unreported date, the patient experienced peritonitis manifested by pain and swelling. The nurse stated this was the first time the patient had peritonitis. The nurse believed the uncapped transfer set touching the bed sheets was a possible cause of peritonitis, but was unable to confirm if this was the exact cause of peritonitis as she has not yet received the lab results from the hospital. She stated this is what the patient reported to her as a potential cause of peritonitis, but the patient does not remember the event very well due to being sick with the flu. On (B)(6) 2012, the patient was admitted to the hospital for peritonitis. The patient was treated with unspecified antibiotic therapy. On (B)(6) 2012, the patient was discharged from the hospital. At the time of this report, the patient was being treated with vancomycin for peritonitis. On an unreported date, the patient was retrained on proper aseptic technique. At the time of this report, the flu and fever had resolved. Peritonitis was resolving. The patient no longer had pain, but continued to have some swelling from the event. The nurse stated the events of flu manifested by fever and peritonitis manifested by pain and swelling were unrelated to any baxter device or disposable. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis registered nurse. The following information was reported. The nurse stated the hospital never provided her with the culture results. The nurse did confirm with the patient that the cause of peritonitis was the patient was weak from the flu and she dropped her uncapped transfer set onto the bed sheets causing a contamination. The nurse confirmed the cause of peritonitis was a breach in aseptic technique from this event. On an unreported date, the peritonitis resolved.

Manufacturer narrative:
(B)(4). This complaint is against the transfer set, but the transfer set in use at the time of the incident was unknown. The specific product code for the minicap transfer set is unknown. The brand name and 510k have been provided in this MDR. The sample is not available and the lot number was unknown. Since the lot number is unknown, a batch review was not performed. This report of use error - breach in aseptic technique is confirmed because it was reported there was a break in aseptic technique by the user, described as the patient dropped the uncapped transfer set onto the bed sheets. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.